Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 120 to 145 mg/dl. Testing performed four to five times daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on 2015. Customer performed back to back blood test with results of 128 mg/dl, 153 mg/dl, and 106 mg/dl. Another back to back blood test performed with results of 170 mg/dl and 209 mg/dl on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 104 mg/dl and 92 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: 123 mg/dl, (B)(6) 2015, 03:17 pm, fasting: yes; 2: 151 mg/dl, (B)(6) 2015, 03:05 pm, fasting: yes; 3: 83 mg/dl, (B)(6) 2015, 10:27 am, fasting: yes; 4: 156 mg/dl, (B)(6) 2015, 07:30 pm, fasting: no; 5: 170 mg/dl, (B)(6) 2015, 08:00 am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.